Event description:
Healthcare professional reported "marks/smudges". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "marks/smudges".

Event description:
Healthcare professional reported "marks/smudges". Device was not implanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the packages have not been received for analysis in the device analysis laboratory yet. A review of the current risk documents (B)(4) was performed and the event of compromised sterility is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. During the trend review of all breach of sterile barrier seal complaints for gel breast implants for the period of (B)(6) 2022 through (B)(6) 2024, were noted two outliers in (B)(6) 2022 and (B)(6) 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the breach of sterile barrier seal event, so, no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "marks/smudges". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: breach of sterile barrier seal: no observed smudges in the shell. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.